Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contributed to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the device was in use prior to countermeasures (a change in dr board¿s circuit design) been established and it was assumed that there were no images due to a failure of the op-amp.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was able to confirm the reported event. The device also failed inspection due to noisy image inside the mask due to using the test scopes. Additionally, the device has a bad red green blue (rgb) signal and a loose scope socket video connector. The device paddles were also loose and disconnected when slightly moved which caused the noise and loss of image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that olympus series 180 scopes did not produce an image when used with the olympus, model cv-190, evis exera iii video system center during preparation for use. There was no patient injury, associated with the problem, reported to olympus.